Event description:
As noted in a literature article (milburn, j., et al ¿initial experience using the penumbra coil 400: comparison of aneurysm packing, cost effectiveness, and coil efficiency¿, j neurointervent surg 2014;6:121¿124. Doi:10.1136/neurintsurg-2012-010587), there was an intraprocedural complication resulting in non-clinically evident small inferior cerebellar infarct in a patient who underwent orbit/galaxy coil embolization of a ruptured wide necked vertebral artery posterior inferior cerebellar artery origin aneurysm. The patient presented with hunt/hess grade 3, fisher grade 3 subarachnoid hemorrhage treated with unknown orbit/galaxy coils. The coiling was performed with balloon assistance. The lesions on CT could be attributed to slow filling posterior inferior cerebellar artery branches on angiography at the end of the procedure. It was reported that presentation with a ruptured aneurysm may have increased the risk of thromboembolic complications.

Manufacturer narrative:
As noted in a literature article (milburn, j., et al ¿initial experience using the penumbra coil 400: comparison of aneurysm packing, cost effectiveness, and coil efficiency¿, j neurointervent surg 2014;6:121¿124. Doi:10.1136/neurintsurg-2012-010587), there was an intraprocedural complication resulting in non-clinically evident small inferior cerebellar infarct in a patient who underwent orbit/galaxy coil embolization of a ruptured wide necked vertebral artery posterior inferior cerebellar artery origin aneurysm. The patient presented with hunt/hess grade 3, fisher grade 3 subarachnoid hemorrhages treated with unknown orbit/galaxy coils. The coiling was performed with balloon assistance. The lesions on CT could be attributed to slow filling posterior inferior cerebellar artery branches on angiography at the end of the procedure. It was reported that presentation with a ruptured aneurysm may have increased the risk of thromboembolic complications. Additional information indicated that the coils functioned well, and the 2 minor complications were not due to a manufacture defect. They were due to the treatment of small difficult ruptured wide neck aneurysms, where clots and partial coil protrusion into parent arteries occurred. The cases occurred several years ago, and no further information was provided including the coil bran that protruded into the parent arteries. The product remains implanted and is not available for analysis, additionally the lot number was not provided to conduct DHR review. Factors including target lesion characteristics of the aneurysm, patient history and responsiveness to pharmacological treatment are possible contributors to the reported event. Based on the available information no conclusion can be made regarding the relationship of the devices and the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product remains implanted and no lot or catalog number is available. The product noted in section d 4 represents an unknown orbit coil, and additional information will be submitted within 30 days of receipt.